Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. The device had reached elective replacement indicator (eri) a month ago. The physician may elect to replace the lead. Synch max energy shock was performed and in reversed fault code 1005 was displayed. This lead currently remains in service. No adverse patient effects were reported.